Event description:
It was reported that during a procedure the "fiber broke off in the pt twice". Case was completed with a third fiber without further issue. Reportedly the "ureteroscope noted to have hole after case presumably caused by broken fibers". This report is for the first fiber. The outcome was reported as "no injury to the pt".

Manufacturer narrative:
(B)(4).